Event description:
The olympus representative reported the customer was experiencing air/water leakage from the universal cord on the endoeye flex deflectable videoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the adhesive on the objective lens had peeled off. This report is to capture the reportable malfunction of the adhesive on the objective lens being peeled off, noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to holes found in the universal cord that were caused by external factors. Additional issues were identified during the device evaluation: the adhesive part of the objective lens has come off due to handling; the curved rubber adhesive was missing; peeled paint was found on the up/down plate; the right/left plate and the light guide connector were discolored; the video connector and the case were cracked. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the adhesive of the objective lens had peeled off due to stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.